Event description:
The customer reported that they were not receiving sound from the bedside monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that they were not receiving sound from the bedside monitor. No pt harm was reported. Pt harm is possible should the clinician not be alerted via an audible alarm of a change in the pt's condition outside of the preconfigured pt parameters. The visual alarm shown on the monitor's display is however able to alert the user. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.